Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery, the unit skipped when in use. It is unknown if there was a patient impact or if a delay occurred. Due diligence is complete, as there was no further information available.